Manufacturer narrative:
According to the received information the service call was cancelled. No further information has been provided. The pressure transducer test checks that the offset values for the pressure transducers do not differ more than ±6 cmh2o (±0.3 v) from factory calibration. No parts have been replaced and therefore, the root cause to the reported failure has not been established in this investigation. H3 other text : 4114.

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
According to the received information the service call was cancelled. No further information has been provided. The pressure transducer test checks that the offset values for the pressure transducers do not differ more than ±6 cmh2o (±0.3 v) from factory calibration. No parts have been replaced and therefore, the root cause to the reported failure has not been established in this investigation. H3 other text : 4114.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator had a transducer error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).